Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported there were sparks seen in defibrillator paddles and tray during operational check. There was no pt involvement reported.